Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that there's no further course of action.

Manufacturer narrative:
.